Event description:
"The right arm adapter ((B)(4)) was broken off at the weld where the arm attaches to the wheelchair when received. This is not the first time I've seen this happen. I sent in a complaint form on (B)(6) 2012 because this exact thing happened to the left side arm adapter on a demo chair of mine. The only difference was that my demo had a curved back and this is the contoura. The left side arm was not fitting into the receiver on the seat frame properly and a new pivot arm assembly was ordered ((B)(4)). "

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp-mcg, serial number/date code (B)(4). The owner's manual part number 1143190 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.